Manufacturer narrative:
The incident device has been returned and currently undergoing engineering eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: lap chole - "1st clip was applied to duct then silver part fell off of the device into the pt. It was immediately removed along with the device and another device was used."